Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during intraocular lens implantation, sutures from two batches were not sharp. The surgery was completed using an alternative suture, and there was no patient harm. This report pertains to one of two different batch reported from the same facility.